Manufacturer narrative:
This is a supplemental report to provide additional information. According to the inspection result by local service department, the universal code had air leak. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Because an air leak of the universal cord was confirmed in the device, it was possible that the board of the video connector and ccd unit failed due to water invasion into the scope, leading to the event. According to the past similar cases, it was considered that ccd unit was damaged due to short circuit or cable disconnection. The followings were also possible factors. - attachment / detachment of the video connector when the power of the video system center was on. - video connector energization with foreign material on the electrical contacts - overcurrent was applied due to sudden static electricity, and the video connector and ccd unit were damaged. From the above, the possible causes of the event are diverse and cannot be identified.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, there was no image due to damaged universal code unit. There was no report of patient injury associated with the event.